Manufacturer narrative:
The reported events of inappropriate shock, noise, lead fracture and high lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to emergency room due to receiving multiple shocks. An interrogation was performed, and it was discovered that a total of 17 inappropriate shocks were delivered due to oversensing noise causing pacing inhibition on the right ventricular lead. A chest x-ray was performed, and a fracture was confirmed on the distal portion of the lead. The lead was explanted and replaced. The patient was in stable condition.